Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included morbid obesity and cellulitis. In 2014, 1 month 27 days after insertion of essure, the patient experienced depression ("worsening of her depression/psychological or psychiatric problems condition:depression"). In 2014, the patient experienced rash macular ("rashes or skin conditions type: red blotchy skin and hives") and urticaria ("rashes or skin conditions type: red blotchy skin and hives"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("rashes"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss/hair loss"), fatigue ("chronic fatigue/fatigue"), the first episode of menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), hormone level abnormal ("hormonal changes"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). In 2015, the patient experienced abdominal pain lower ("severe abdominal cramping, lower abdominal pain/more cramping") and the second episode of menorrhagia ("abnormally heavy menstrual bleeding/hormonal changes describe: heavy cycle"). In 2015, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), migraine ("worsening of her migraines/migraines / headaches"), headache ("worsening of her headaches/migraines / headaches/head pain"), weight increased ("weight gain/weight gain / loss specify which one: weight gain"), weight decreased ("weight loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), tooth disorder ("dental problems/dental problems") and urinary tract infection ("urinary tract infection/infection (bladder/urinary tract/vaginal) type: uti bacterial vaginosis"). On an unknown date, the patient experienced back pain ("lower back pain"), loss of libido ("loss of libido"), pruritus ("itching"), abdominal pain ("abdomen pain/abdomen pain"), vulvovaginal pain ("vaginal pain/vagina pain") and bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: uti bacterial vaginosis,"). The patient was treated with ibuprofen, sertraline (zoloft) and surgery (bilateral salpingectomy, during which both of her fallopian tubes removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dysmenorrhoea, back pain, the last episode of menorrhagia, loss of libido, migraine, headache, dyspareunia, depression, rash, pruritus, alopecia, fatigue, weight increased, weight decreased, vaginal haemorrhage, tooth disorder, hormone level abnormal, cystitis, vaginal infection, urinary tract infection, abdominal pain, vulvovaginal pain, bacterial vaginosis, rash macular and urticaria outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bacterial vaginosis, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, loss of libido, migraine, pelvic pain, pruritus, rash, rash macular, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight decreased, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remained. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirming full occlusion fallopian tubes concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, weight gain, pelvic pain, abdominal pain lower, dyspareunia, dysmenorrhea, loss of libido. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received, events per pfs: bacterial vaginosis and rashes or skin conditions type: red blotchy skin and hives were added, patient's medical history was updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 26 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("rashes"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2014, the patient experienced depression ("worsening of her depression"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), the first episode of menorrhagia ("menorrhagia"), tooth disorder ("dental problems"), hormone level abnormal ("hormonal changes"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping, lower abdominal pain"), back pain ("lower back pain"), the second episode of menorrhagia ("abnormally heavy menstrual bleeding"), loss of libido ("loss of libido"), pruritus ("itching"), abdominal pain ("abdomen pain ") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery ((B)(6) 2015, underwent a bilateral salpingectomy, during which both of her fallopian tubes removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dysmenorrhoea, back pain, the last episode of menorrhagia, loss of libido, migraine, headache, dyspareunia, depression, rash, pruritus, alopecia, fatigue, weight increased, weight decreased, vaginal haemorrhage, tooth disorder, hormone level abnormal, cystitis, vaginal infection, urinary tract infection, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, loss of libido, migraine, pelvic pain, pruritus, rash, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight decreased, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remained. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion fallopian tubes. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. Events abnormal bleeding, vaginal, menorrhagia, dental problems, hormonal changes, infection (bladder/urinary tract/vaginal), abdominal pain, vaginal pain are added. Lab data updated. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping, lower abdominal pain"), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding"), loss of libido ("loss of libido"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), rash ("rashes"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery ((B)(6) 2015, underwent a bilateral salpingectomy, during which both of her fallopian tubes removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, back pain, menorrhagia, loss of libido, migraine, headache, dyspareunia, depression, rash, pruritus, alopecia, fatigue, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, loss of libido, menorrhagia, migraine, pelvic pain, pruritus, rash, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remained. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.